Event description:
It was reported that the teflon tissue pad on instrument melted and became misaligned from blade. The pad remained attached to shears, but was not usable. There was no other info available about when the failure occurred during case. A second instrument was used to complete case with no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the device was returned with the tissue pad partially melted and partially detached. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when there is metal to metal contact between the blade and the clamp arm.